Manufacturer narrative:
Facility stated that the most probable cause to this incident is that the sling loop has got damaged by fixating the sling loops on the back side of the wheel chair during daytime. Instruction guide, 7en160174-01, states: "inspect the sling regularly, especially after laundering. Check carefully for wear and damage to seams, fabric, straps and strap loops. Never use damaged accessories."

Event description:
The pt slides down towards the floor during transfer from wheelchair to bed. Pt suffered a bump on the head and a fracture on the right upper arm.